Manufacturer narrative:
Insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was exposed to fluid. The customer¿s blood glucose was unknown at the time of incident. Customer reported that they was swimming with insulin pump. Customer stated they did hear fluid when shaking the insulin pump. Customer stated they see fluid under the liquid crystal display. Customer stated the insulin pump was dropped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.